Event description:
It was reported that during a gastric bypass, the reprocessed device was used first and it leaked. A new device was opened and it was doing the same thing, leaking. A third device was used to complete the procedure. However, it was leaking as well, not as bad as the first two devices used. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.